Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. The customer's blood glucose level of the customer was 181 mg/dl. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement. No unexpected "low battery", ¿replace battery now¿ or "power loss" errors were noted.